Event description:
There was an allegation of questionable elecsys troponin t hs results for 2 patient samples on a cobas e 801 analytical unit. For sample 1, the initial result was 494 ng/l. The sample was repeated twice and the results were 150 ng/l and 152 ng/l. For sample 2, the initial result was 293 ng/l. The sample was repeated twice and the results were 7 ng/l and 7 ng/l. The sample was also repeated on a cobas pure analyzer and the result was 5.97 ng/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The root cause of the event could not be determined.